Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a false pause episode due to undersensing was noted on the device. No intervention has been made and the patient was stable with no consequences.